Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). This med watch is being filed to relay additional information. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place no complaint history search based on the lot number and manufacturing date was performed for the above keywords as neither of these could be acquired through the information provided nor were able to be obtained through follow-up. On (B)(6) 2019, it was reported from (B)(6) that the skin graft from a dermatome was too thin. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 21 may 2019 noted that the device was out of calibration at the zero setting and ran within motor speed specifications. Repair of the dermatome occurred on 22 may 2019 and involved recalibrating the device. The technician then tested and verified that the device was functioning as intended, then returned the dermatome to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported event or find a failure that would result in the reported thin grafts. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
There is no additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
The skin graft using the dermatome was too thin. Is was impossible to use. The event occurred during surgery. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.